Event description:
Patient information was received indicating that the reported event had been previously reported in MFR. Report # 1644487-2011-01513.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
An article titled "lead revision surgery for vagus nerve stimulation in epilepsy: outcomes and efficacy" noted that fourteen of the patients reviewed were identified to have vns lead failure. Ten patients were noted to have received a lead revision and three patients were explanted. One patient suffered an infection related to vns surgery. Of the ten patients who received lead revision, eight patients had a lead break, one had dislodgment of electrode and one was reported as iatrogenic intraoperative lead disruption. Two of the explanted patients have subsequently expired secondary to unrelated causes. It was noted that prior to revision, most patients would note an increase in seizure burden due to an unknown period of device dysfunction. The exact number of patients who experienced an increase in seizures is unknown. This report is for patient five who experienced lead breakage and underwent revision surgery. The other seven patients receiving lead revision due to lead break are reported in MFR. Report #s: 1644487-2014-00605, 1644487-2014-00606, 1644487-2014-00607, 1644487-2014-00608, 1644487-2014-00611, 1644487-2014-00612, 1644487-2014-00613. The two patients who experienced a lead break and passed away are reported in MFR. Report #s: 1644487-2014-00604, 1644487-2014-00599. The one patient who received lead revision due to dislodgment of electrode is reported in MFR. Report #: 1644487-2014-00600. The one patient who received lead revision due to iatrogenic intraoperative lead disruption is reported in MFR. Report #: 1644487-2014-00601. The one patient explanted due to high impedance is reported in MFR. Report #: 1644487-2014-00602. The patient who was explanted due to an infection is reported in MFR. Report #: 1644487-2014-00603.